Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise. No interventions were made. There was no patient consequence reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that right ventricular lead exhibited noise oversensing.